Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that when they had to lay down, they would have to turn off the stimulation because it would drive them nuts. The patient stated that they had lost 45-50 pounds and when they would lay down now, the stimulation would press against their back and get the stimulator very close to their spine and it would turn the stimulation on, which it never did before when they were heavier. Patient stated they'd been working with it but it was getting worse. Patient services asked the patient when the issue started and the patient stated it had been going on for about a year now. An email was sent to the repair department to replace the controller. Patient also mentioned that the plastic piece on the controller was broken and that it wouldn't stay in the controller port and would fall out while charging the implant. Patient mentioned they'd spoken to the medtronic representative at osmcc and the representative told the patient that the programming was not set right and that they would like to help the patient reset the programming once they received the replacement controller. Patient did not have any further questions at this point. Patient was redirected to follow up with their managing health care provider to further address the issue."

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.